Manufacturer narrative:
Instrument received with excessive dried body fluid and tissues in cartridge assembly. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the excessive dried body fluids and tissue in the cartridge assembly may have caused the rpt'd incident during surgery. The instrument was received with excessive dried body fluids and tissue in the cartridge assembly. The instrument was cycled and fired the remaining 3 staples, which did not form properly. The cartridge was disassembled and there was tissue observed beneath the anvil which caused the staples to pop off without proper formation, which may have also caused the rpt'd incident during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The instruments were used during a laparoscopic hernia repair. It was reported the eas jammed. It was reported the er320 clips fell out of the jaws. There was no consequence to the pt.